Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 278 mg/dl. It was stated that the customer's symptoms were vomiting, abdominal pain and nausea. It was also stated that the infusion set had dry blood at the cannula when it was removed. Unable to troubleshoot at the time of the call, as the insulin pump was not present. Nothing further was reported.